Manufacturer narrative:
The vertek arm was returned to the manufacturer for evaluation. It was reported that the starburst end would not lock down completely when tightened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of a procedure the vertek arm would not tighten. There was no patient present at the time of the issue.